Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 302830 and lot number 0154235. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one sample was received for evaluation by our quality team. The sample came with a packaging blister. A visual inspection was performed and embedded degraded resin at the syringe barrel flange was observed. No other defect or imperfection was seen. Two photos were provided and they show the sample received for complaint (B)(4). It could be possible for this defect to occur during the syringe molding process. Degraded resin inherently builds up, can break loose and be molded into components. There are quality controls currently in place to detect this type of defect during the production process.

Event description:
It was reported that syringe 20ml ll s/c 48 had foreign matter inside the syringe. The following information was provided by the initial reporter: foreign matter in syringe body.

Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for provided material number 302830 and lot number 0154235. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one sample was received for evaluation by our quality team. The sample came with a packaging blister. A visual inspection was performed and embedded degraded resin at the syringe barrel flange was observed. No other defect or imperfection was seen. Two photos were provided and they show the sample received for complaint (B)(4). Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: it could be possible for this defect to occur during the syringe molding process. Degraded resin inherently builds up, can break loose and be molded into components. Rationale: there are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
It was reported that syringe 20ml ll s/c 48 had foreign matter inside the syringe. The following information was provided by the initial reporter: foreign matter in syringe body.